Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to faulty fsr (gold). No excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 104 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.